Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began on (B)(6) 2011 at 7:30am. The daughter informed the cca that the patient manages her diabetes with insulins. Despite the alleged issue, the daughter indicated that the patient continued to administer her usual dose of lantus (20 units, 2x daily) and humalog (15 units, 3x daily). A day after the alleged issue began, the daughter stated the patient developed symptoms of dry mouth and frequent urination. According to the daughter, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was no misused, the batteries needed no replacing, and the correct test strips were used; however the alleged power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the daughter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.